Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading issue with the adc freestyle libre sensor. The customer reported she received scan readings of 256 mg/dl and 257 mg/dl, and self-treated with 3 doses of 50 ml insulin. The customer subsequently experienced symptoms sweating, disorientation, non-responsive, seizure, and loss of consciousness. Emergency services were called, and a healthcare meter reading of 45 mg/dl was obtained as compared to a sensor reading of 248 mg/dl. The customer was treated with candy, sugar, glucagon injection, and glucose/saline via IV drip. There was no report of death or permanent injury associated with this event.